Event description:
The customer reported that the system did not display a video. The video cable was cut. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the video cable. The system operates as intended.